Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip (40523a1042) was inserted and advanced into the left ventricle (lv). However, while grasping, the clip became caught on the leaflets. Troubleshooting was performed, but the clip was unable to be removed; therefore, the clip was deployed in its current location. The clip was noted to be stable on the leaflets. An xt clip (31129a1089) was then inserted and placed on the mitral valve. While attempting to deploy, it was observed the lock line (ll) was significantly tangled around the lock lever. After troubleshooting, the ll was able to be unwound and removed. The clip was deployed, and mr was reduced to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty removing/unwrapping the lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.